Event description:
Device report from synthes reports an event in belgium as follows: it was reported during a spine procedure on (B)(6) 2023 an instrument set was noted as missing intraoperatively. Originally 2 implant sets were ordered but the instrument set was missing. The surgery already started when they had noticed this. A sterile instrument set was provided, but due to internal rules in the hospital the set was re-opened and needed to be sterilized. This would result in a surgical delay of 4 hours. Therefore, it was decided to stop the surgery and complete the surgery on another day. A surgical delay of 4 hours was noted and the procedure was not able to be completed. This is report 1 of 1 for (B)(4). This report is for an unknown spine instrument kit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown spine instrument kit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was postponed from (B)(4). This report is for one (1) unknown spine instrument kit this is report 1 of 1 for complaint (B)(4)